Manufacturer narrative:
Internal report: (B)(4) meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results accompanied by symptoms. The expected fasting blood glucose test result range is 150mg/dl. The customer did report symptoms of feeling sweaty. Medical attention is reported as a result of symptoms. The product is not stored according to specification and it is stored in the kitchen. The test strip lot manufacturer's expiration date is 05/16/2020 and open vial date is unknown. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 29-apr-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results accompanied by symptoms. The expected fasting blood glucose test result range is 150mg/dl. The customer did report symptoms of feeling sweaty. Medical attention is reported as a result of symptoms. The product is not stored according to specification and it is stored in the kitchen. The test strip lot manufacturer's expiration date is 05/16/2020 and open vial date is unknown. The meter memory was not reviewed for previous test result history.